Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose reaching 500 mg/dl for approximately two days and requiring transition to subcutaneous insulin via multiple daily injections to correct. Symptoms included nausea, fatigue, and large ketones suggestive of diabetic ketoacidosis. Outcomes included the need for back-up therapy with six insulin injections and self-administration of intravenous fluids, without hospitalization or professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no reported device supply issues and an unclear cause. It was concluded that the event involved hyperglycemia with cause unclear, and the user resumed ilet therapy after changing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.